Manufacturer narrative:
Product complaint # (B)(4). Additional pro-code: kwq. Part returned. Without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the removal surgery for olecranon with the screwdriver shaft in question. During the surgery, the tip of the screwdriver shaft broke. The surgeon used another screwdriver shaft, and the surgery was completed successfully within 30 minutes delay. The surgeon commented that he didn¿t apply force strongly because his hand had been fractured. No further information is available. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Event description:
5/27/2020: updated event description: concomitant device reported: unk - handles: trauma (part#unknown, lot#unknown, quantity 1).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: manufacturing location: supplier - universal punch / inspected, packaged and released by: monument release to warehouse date: december 05, 2005, part: 314.467, stardrive screwdriver shaft t8 105mm, lot: 5037407 (non-sterile). Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance supplied by universal punch was reviewed and determined to be conforming. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Visual inspection: upon visual inspection of the complaint device, it can be seen that the screwdriver tip is broken off as reported (during the surgery, the tip of the screwdriver shaft broke.), this thus confirming the complaint description. In addition, the instrument is in a very used condition with impression marks and scratches all over, which is an indication of regular use through its more than 14 years of lifespan. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Document/specification review: drawings and revisions are in accordance to device history record (DHR) of production lot 5037407. All relevant features are defined on the used drawing revisions of DHR of production lot 5037407. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Furthermore, before the instruments had left the production a hardness test was performed, the results meet the specifications. Summary: DHR review was performed for the affected lot; no abnormalities or deviations were detected which could lead to the complaint failure. The article was manufactured in december 2005. No nonconformance reports (ncrs) were marked in the DHR during production. Unfortunately, we are not able to determine the exact reason for this problem, but we have to assume that wear and tear from use over the years (as the instrument is over 14 years old) and/or high applied mechanical force could have led to this damage. To prevent such problems, it is necessary for worn, incomplete, or damaged instruments to be replaced. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.